Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent simple cytometry and cystoscopy. It was reported that patient underwent diagnostic video laparoscopy, exploratory laparotomy, bilateral salpingo-oophoreotomy and lysis of adhesions due to right ovarian cystadenofibroma, diffuse abdominal pelvic adhesive disease on (B)(6) 2004.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted due to sui, urethral hypermobility, frequency of urination & intrinsic sphincter deficiency. No additional information was provided.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted due to sui and pop. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, recurrence, neuromuscular problems and vaginal scarring.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Date sent to the FDA: 08/04/2016.